Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported (B)(6) 2024 at 13:30 during maintenance, a single-use implantable drug delivery device indwelling needle was found to be missing at the handle, which was replaced on the spot. At the end of the maintenance, firmly pinch the remaining handle and pull out the needle without adverse consequences. No other information was provided.